Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that based on debugging and final testing, no new evidence was found. The investigation is closed as observed in device data - recoverable error. The pd engine was replaced to reduce the probability of re-occurrence. The board was further evaluated with no fault found. The board is scrapped after testing. Log review indicates that the device is able to successfully discharge with the stimulator. Thus, observed in log - recoverable error. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device reset/reboot itself. Complainant did not indicate that there was any patient involvement in the reported malfunction.